Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned for evaluation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all of the channels.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.